Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, one image was submitted for evaluation. The image appears to show that the catheter was fractured distal to the hemostasis hub, consistent with the reported event. Visual inspection was based solely upon a review of the photographs received. The device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured introducer remains unknown.

Event description:
During an atrial fibrillation ablation procedure the distal portion of the sheath detached within the patient. The sheath detached at the hub and traveled into the patient's right atrium. A snare was used to retrieve the detached portion and fluoroscopy confirmed successful removal. The patient was stable.